Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the selftest, error, displacement, and basic occlusion tests. Unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. No unexpected noise anomaly coming from the pump noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, a cracked case near the display window corners, a crack on the display window, and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having a high blood glucose of 600 mg/dl and the pump was making weird noises. Customer has been having high blood glucose for about a month now. Customer stated that the pump was not giving her the insulin that she needs. Customer's blood glucose was in the range of 300-400's mg/dl when she started having issues. Customer is getting dressed to go to the hospital now. Customer also had a cracked reservoir and a scratched screen. Customer thinks that the damage could have occurred at work but she didn't notice. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.